Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply line of the homechoice cassette and the final solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during fill four of five. The patient was connected at the time of the alarm. The patient stated that the final bag had disconnected. The cause of the disconnection could not be determined. The technical service representative (tsr) had the patient cycle power on the homechoice to clear the alarm. The patient stated they would dispose of the set up and complete therapy with manual supplies. The tsr reviewed proper procedures per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.